Event description:
It was reported that during the pocket closure, this right atrial (ra) lead exhibited high capture thresholds with no capture possibly due to a perforation. The physician attempted to reposition the lead; however, the patient experienced a tachycardia and hypotension. An echography showed an effusion which the physician treated with a pericardiocentesis. This lead was removed and replaced with a passive fixation lead. The lead is not expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that during the pocket closure, this right atrial (ra) lead exhibited high capture thresholds with no capture possibly due to a perforation. The physician attempted to reposition the lead; however, the patient experienced a tachycardia and hypotension. An echography showed an effusion which the physician treated with a pericardiocentesis. This lead was removed and replaced with a passive fixation lead. The lead is not expected to return. No additional adverse patient effects were reported.